Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure while operating on the patient. The needles were falling out of the jaws of the suturing devices. They were not holding the needle. There was no patient involvement, no patient injury, and no medical intervention required.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure while operating on the patient. The needles were falling out of the jaws of the suturing devices. They were not holding the needle. One of the needles fell out while loading the needle prior to use and the other fell into the patient cavity after a few stitches. The needles were retrieved with graspers. There was no patient involvement, no patient injury, and no medical intervention required.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.